Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was returned to boston scientific's post market quality assurance laboratory and is currently undergoing analysis.

Manufacturer narrative:
A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Elective replacement indicator (eri) was declared while implanted and end-of-life (eol) occurred post-explant. The device was put through and passed diagnostic tests that verified the performance of pacing, shocking and sensing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this patient contacted patient support to report that this device was generating beeping tones. The patient informed the patient support consultant that the clinic was already aware that tones have been generated. Subsequently, boston scientific received information that this local representative contacted technical services to report that this device had been generating beeping tones over the holiday. Technical services was informed that the device triggered elective replacement indicator (eri) on (B)(6) 2010. Currently, the device's monitoring voltage was 2.67 volts with a charge time of 19.5 seconds. Technical services explained that the eri trigger was due to charge time and recommended device replacement within 3-months.

Event description:
Subsequently, boston scientific received information that this device was electively explanted due to normal battery depletion. The device was received a boston scientific's return products department.